Manufacturer narrative:
This event occurred in (B)(6). The quality control was acceptable on the date of patient testing. The field service engineer discovered the reaction cuvettes were spotty, the incubation bath was dirty, and there was a biofilm within the system water tank. Also, he discovered the detergent needle was clogged and the solution was leaking within the cuvettes and incubation bath. He performed a decontamination of the system, cleaned the incubation bath and water tank, and exchanged the reaction cuvettes. He performed calibration and quality control with passing results. The customer performed patient comparison testing and recovered consistent results. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter questioned non-reproducible ca2 calcium gen.2 and ureal urea/bun results on a cobas 8000 c 502 module. The customer provided questioned results for three patients. The initial results were not reported outside the laboratory and repeat testing was performed. Patient 1¿s initial calcium result was 7.62 mg/dl and repeat result was 9.75 mg/dl. Patient 2¿s initial ureal result was 80.7 mg/dl and repeat result was 140.5 mg/dl. Patient 3s¿ initial ureal result was 50.0 mg/dl and repeat result was 28.5 mg/dl. The calcium and ureal reagent lot numbers and expiration dates were requested but not provided.